Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that she woke up with a blood glucose reading of 400 mg/dl. The blood glucose reading at the time of the call was 179 mg/dl and the customer reported feeling tired and lethargic. The customer treated with manual injection. The customer reported that the drive support disk was normal and recessed. The customer found no leaks or air bubbles. The insulin was new and clear and no soreness or irritation was found at the insertion site. The customer was advised to remove the infusion set and reported that the cannula was not bent. The insulin pump passed the high pressure test. The customer was advised to change the entire set, reservoir and insulin and treat per a health care professional's instruction.